Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The requested logfiles cannot be obtained and no complaint related to the product/component is expected to be returned for investigation. Therefore, reviewing specifically the current case is possible. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was regularly serviced and was successfully verified prior to and after the surgery date. Most recent technical site visit confirmed device met specifications per service and installation record. No root cause for the customer's reported event could be determined conclusively as the investigation was unable to verify what specific factors could have contributed because the reported issue was not confirmed by the local clinical application specialist. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the patient had experienced patient had experienced overcorrection with the post operative manifest refractive spherical equivalent outcome values were more than one diopter and presence of microfolds, central bulging observed on topography in the right eye after refractive surgery. There are multiple related reports for this facility. This report addresses the patient en, right eye and other manufacturer reports will be filed.